Manufacturer narrative:
(B)(4). The customer alleges this previously occurred but the exact number of times is unk. No sample will be returned for eval.

Event description:
It was reported that the catheter was being inserted into the pt's subclavian in the operating room. Upon insertion the guide wire kinked, which made threading the dilator very difficult. It appeared that the wire also became uncoiled during this process. As a result, another MFR's catheter and wire were used to complete the procedure. There was a delay in treatment with no pt harm and no pt death or complications reported.